Event description:
Patient arrived to the infusion center the pump was beeping, screen displying e99 (error); no med infused overnight. Pump was sent to clincial engineering. The pump was checked at rate of 30ml/hr and 15 ml/hr and was okay. Occlusion alarms tested and were okay. Battery operated pump was checked and no problem found. Pump was sent back to vendor (rental company)====================== health professional's impression======================unkown